Manufacturer narrative:
(B)(4). The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Additional information notes there was a helix issue.

Event description:
It was reported that the asymptomatic patient presented for a routine check. The atrial lead exhibited loss of sensing. A chest x-ray revealed that the lead had dislodged. The device was reprogrammed. No further information was available at this time.

Event description:
New information on (B)(6) 2017 notes the lead was explanted and replaced on (B)(6) 2017. The patient's condition post procedure was stable.